Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The caller stated that the healthcare provider reprogrammed the device on (B)(6), and it seemed to work for a while but it just stopped. The caller stated the it hadn¿t worked for about a week now and they could not tell when they needed to urinate until it was right there. The programmer showed that stimulation was on. The patient changed from program 4 at 5.15v to program 1 at 4.6v and was feeling stimulation in the bike seat region. The patient was redirected to follow up with their healthcare provider if the symptoms did not resolve. No further complications were reported.